Event description:
Found during routine testing, the customer called to report the device is displaying a service light. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed the service light and a fault code in the device error log that is related to voltage supplies on the therapy pcb assembly. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.